Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the abdomen. The patient¿s husband stated when the sensor was removed, the sensor wire got stuck in the abdomen. The patient could not remove the sensor wire without unspecified medical assistance. Anti-inflammatory ointment was used, and the patient was stable at the time of the report. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was indicated that the transmitter was not fully snapped in, which is misuse of the device.